Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error once, which the customer was able to clear. The blood glucose reading was 102 mg/dl. Upon troubleshooting, it was found that the insulin pump's display did return. Explained that the alarm was a program safety alarm and that static may trigger it to occur. Nothing further reported.